Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the non-tortuous and non-calcified fistula. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During first inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The balloon was removed successfully from the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 34mm in length and extended from a position 1mm proximal of the proximal markerband to 32 mm distal of the proximal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified with the device.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the non-tortuous and non-calcified fistula. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During first inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The balloon was removed successfully from the patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event.